Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into

Event description:
It was reported that there was a kv on in error message. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.